Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
During hip repair surgery, upon placement of bone cement, the pt experienced cardiac arrest. Pt resuscitation initiated, with return of cardiac rhythm and vital signs. Pt was admitted to the ICU. Pt ceased to breath shortly thereafter.